Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 6 mmol/l. Troubleshooting for cosmetic damage was performed. Customer advised the reservoir compartment was broken, pieces of plastic had come off and the reservoir would not stay in the compartment. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip and cracked battery tube threads.